Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 23 mg/dl while wearing the pod. It was also reported that the patient experienced a seizure and loss of consciousness. The patient was treated with IV (intravenous) fluid, glucose and transitioned to insulin by injection after blood glucose levels were stable. The patient was still in the hospital when the event was reported. The patient lost the controller and later was found on the street run over by a car.